Manufacturer narrative:
Pc-(B)(4).

Manufacturer narrative:
(B)(4). Batch #: u5f36e. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received with the sled left side over the reload pan, the right side fully fired and left side unfired. Upon evaluation of the reload, the inner walls of the reload, the reload pan and the one-piece sled were noted to be damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the returned reload is consistent with improper handling by an external cause. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that the stapler presented incompatibility with the trocar in use, causing damage to the stapler shank, requiring another material to follow the procedure. A second 60mm echelon stapler was used, as the previous one was incompatible with the trocar in use (12mm) causing damage to the stapler shank in use, requiring the use of another 60mm echelon stapler. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 2/8/2022. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received with the sled left side over the reload pan, the right side fully fired and left side unfired. Upon evaluation of the reload, the inner walls of the reload, the reload pan and the one-piece sled were noted to be damaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the returned reload is consistent with improper handling by an external cause. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.